Event description:
A customer reported poor aspiration and occlusion during a cataract with intraocular lens (iol) implant procedure. There was no reported pt harm. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem of poor aspiration and occlusion. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log revealed no system messages related to poor aspiration or occlusion issues. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be determined conclusively. (B)(4).